Event description:
It was reported that on (B)(6) 2002, the patient underwent anterior interbody fusion l4-5, l5-s1 with md-ii bone dowels and bmp. Anterior discectomy and interbody fusions, l4-5 and l5-s1. Debridement of annular tearing and retrieval of herniated disk fragments at each level with 3-1/2 power loop magnification and headlight illumination. Interbody fusion with md-2 bone dowels and bone morphogenic protein. There were no complications. (B)(6) 2002, -lumbar spine films- intraoperative 3 images: there are bone dowels in satisfactory position at l4-5 and l5-s1. (B)(6) 2002 -lumbar spine series: bone grafts appear in satisfactory position. There is no evidence of any complications. There is normal alignment of the lumbar spine. Patient was discharged on (B)(6) 2002. Office visit: pain lle; collapse of interspace at l4-l5; suspected endplate fracture. (B)(6) 2003 - office visit: right leg pain and swelling. (B)(6) 2003, - doppler ultrasound right lower extremity for right leg pain and swelling. Results: the deep veins of the right lower extremity compress normally with the ultrasound probe. There is normal phasic flow with respiration and normal augmentation of that flow with compression of the calf. The calf veins also are well visualized and appear normal as is the right external iliac vein. Impression: normal study (B)(6) 2003, - ap, lateral and perfusion views of the lumbar spine. These demonstrate what appears to be an excellent consolidation of the interbody fusions with sentinel fusion at both levels. (B)(6) 2003, -follow-up: complains of low back discomfort, charley horse or cramping in his right calf. Failed fusion, pseudoarthrosis l5-s1, status post l4 to s1 fusion, previous discectomy at right l5-s1. (B)(6) 2003,- fine-cut cat scan from idi shows excellent interbody arthrodesis with sentinel fusion at l4-5. There is a pseudoarthrosis at l5-s1 with incomplete fusion to the sacrum. Gaseous degenerative pattern plane is noted between the sacrum and the implants. There is mild, lateral recess stenosis on the left at l5-s1. Previous scar and laminectomy is noted on the right side. There is no evidence of significant neural compression; however, there is evidence of hypertrophic bone that may be adjacent to the nerve roots. Clear pseudarthrosis plane is evident between the grafts and the sacrum. (B)(6) 2013, -hospitalization: revision/ corrective surgery ¿ use of infuse bone graft. Procedure details: exploration of spinal fusions l4-5 and l5-s1, repair of pseudoarthrosis l5-s1 with posterior inner transverse and facet fusion. Posterior facet fusion l4-5, revision hemilaminotomy right l5-s1 with neurolysis, bone graft harvesting from the left posterior iliac crest, pedicle screw insertion l5-s1. Discharge disposition: patient was able to be discharged home on (B)(6) 2003. He was stable and afebrile. Incision site was clean and dry. Pain was well controlled. He was ambulating well. Bowel and bladder habits were intact. (B)(6) 2003, - chest x-ray and EKG obtained which were both within normal limits. (B)(6) 2003, - intraoperative ap and lateral spine for discogenic low back pain: there are preexisting, paired, round disc prostheses at l4-5 and l5-s1 which remain well seated and there is no collapse, extrusion, subluxation or other malalignment. There has been interval placement of paired pedicle screws are well seated and do not cross vertebral body endplates. (B)(6) 2003- lumbar spine-for discogenic low back pain, postop fusion. Impression: continued anatomic alignment following anterior and posterior fusion at the lumbosacral junction.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.